Event description:
This incident occurred in (B)(6) and additional details were received on 11/17/2010. The customer reported that a phlebotomist experienced difficulty retracting the needle of the device after blood samples were taken and received a needle stick injury. The details provided indicate that there was an investigation, and it was concluded that the phlebotomist did not use the correct technique even though the phlebotomist was fully trained and well experienced with the product. It was stated that the phlebotomy mgr is satisfied that this incident is a technique issue and that there was no fault with the product. The pt who was being drawn is known as being positive for (B)(6). Following the procedure of the facility, the phlebotomist was given a hepatitis c vaccine booster shot and blood samples were taken. No further medication was administered.

Manufacturer narrative:
Unable to perform complaint history check and device history review as the lot number of the incident product is unk. Three (3) lots of products were randomly selected and 20 units from each lot were visually inspected and tested for functionality. There were no observations and all of the test results were within specification. In addition, a review of the internal inspection records for the last 3 yrs was also performed, and there were no instances of the safety shield being difficult to activate, found.